Event description:
The physician attempted arteriotomy closure with the starclose device after an interventional procedure. Three months post procedure, the pt was admitted with a subtotal stenosis in the common femoral artery in the area where the clip was applied. Due to the reduction in bloodflow, the pt required surgery. The surgeon interposed a goretex graft 8mm and distal e/e anastomosis with 6-0 prolene continuous suture. Renewal of circulation was achieved and arterial pressure was palpated. The wound was closed. Two redondrains were inserted and removed after two to three days. The sutures were removed after fourteen days. The pt was mobilized on first post-operative day.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.